Event description:
Reportable based on device analysis completed on (B)(4) 2015. It was reported that crossing difficulties were encountered. The 70% stenosed,10x2.6mm target lesion was located in the left anterior descending (lad) artery. A 2.75mm x 12mm quantum¿ maverick¿ balloon catheter was selected for use and advanced but failed to cross the lesion. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patients status was stable. However, returned device analysis revealed a hypotube break.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: returned product consisted of a quantum maverick balloon catheter in two pieces; as received. There was blood in the inflation lumen, guidewire lumen, and on the outside of the device. The balloon was tightly folded. Microscopic examination and tactile inspection revealed a complete hypotube separation 76cm from the strain relief. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. Microscopic examination presented no damage or irregularities to the distal tip. Microscopic examination presented no damage or irregularities in the balloon or balloon material. Microscopic examination presented no damage or irregularities in the markerbands. Microscopic examination presented no damage or irregularities in the bonds. Microscopic examination presented no damage or irregularities in the inner shaft. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).